Event description:
Health care professional (hcp) reports 5 fiber leaks in last 4 months noted by blood in the dialysate during patient treatments. All dialyzers reused. The dialyzer and blood lines were replaced and the treatments were continued without incident. The hcp estimates 250cc blood loss with each incident. The hcp reports no patient injury or medical intervention required.